Event description:
This is the third pt with this problem. Small depuy pinnacle cup with 32 or 28mm head and massive failure. Large 24cm by 17cm mass attached to hip joint. Case #1, 3 years out from surgery, poly wear large mass lateral troch. Surgery for revision to occur in two weeks. Case #2, 5 years out from surgery, wear through the poly and large intrabdominal mass. Case #3, 3 years out from surgery 20 by 15cm abdominal lesion blocking the ivc. Pathology is polyethylene crystals these cases represent 3 depuy marathon polyethylene failures with massive pseudotumors. Small cups - size 48-52. All different stems, srom, trilock, and summit. One 32 ceramic head, one 32 metal head, one 28 metal head. Believe this is the first reports of massive failure in this very popular cup and liner. Also see (B)(4). Dates of use: (B)(6) 2014. Diagnosis or reason for use: total hip surgery may call me (B)(6). Ndc# or unique ID can send.